Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h8. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to obtain the additional information on this complaint event. If information is received, a supplemental report will be reopened and updated.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) battery is due for replacement and the touch screen is unresponsive.